Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced swelling in their arm, and subsequently experienced deep vein thrombosis (dvt) due to the implant procedure. The patient's swelling in the arm was not associated with any specific lead issue. The patient was treated with anticoagulant. The leads remain in use. No further patient complications have been reported as a result of this event.